Event description:
During a lc procedure, during use on the patient, the doctor heard an abnormal sound. The generator alarmed and displayed error code 5. The device was removed and re-installed but, it could not pass self-test. Another device was used to complete the case with no patient consequence.